Event description:
A surgeon reported that a pt experienced a myopic shift six weeks following implantation of an intraocular lens (iol). The iol was replaced with a different power lens placed in the sulcus. Additional info has been requested.